Manufacturer narrative:
The buckle malfunction occurred due to an undetected design change by the buckle manufacturer which makes the latch springs more likely to break, and makes it more difficult to properly engage the latch. The altered performance of the latch due to the broken spring should have been apparent to the user. In the product manual we warn "always ensure that the back belt is in place and that both release tabs on all buckles are fully latched before initiating a lift or transfer." In the product labeling we warn "always ensure that the rear buckle is properly engaged and the strap is tight before lifting the client."

Event description:
It was reported that while the rifton tram was being used to do a brief change on an elderly client, the body support buckle released. The client fell backwards, striking the back of her head and requiring 7 staples.